Event description:
It was reported that this pacemaker exhibited far-field oversensing on the atrial channel. Technical services (ts) reviewed the event and confirmed that no reprogramming options were available, as the sensitivity was already set to the maximum level appropriate for this patient due to the low amplitudes. No adverse patient effects were reported. This pacemaker remains in service.